Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon was received for evaluation. Bunching was noted to the proximal end of the balloon and kinks were noted to the proximal end of the inner guidewire lumen. The patency of the guidewire lumen was tested using an in-house guidewire and it was able to insert and retract without issue. The balloon was inserted via an in-house sheath and was successful. Heavy resistance was encountered at the bunched site while retrieving the sheath. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported sheath insertion difficulty as the balloon could be inserted through the sheath. However, the investigation is confirmed for the identified sheath removal difficulty and material deformation as bunching and kinks were noted to the proximal end of the balloon and inner guidewire lumen where heavy resistance was felt when retrieving the sheath. The investigation is inconclusive for the reported failure to fold as the conditions of use could not be replicated. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly unable to be advanced through the sheath. Reportedly, the balloon seems to be poorly packed in the proximal part. The procedure was completed using another device. There was no reported patient injury.